Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR is related to the retrospective review of complaints from companion medical inc, following medtronic¿s acquisition of the company in (B)(6) 2020.

Event description:
The customer's wife reported via phone call that the insulin pen user has been experiencing high blood glucose. The user's wife alleged the insulin pen is not dispensing the right amount of insulin. Customer primed the insulin pen multiple times but only saw a few drops of insulin compared to a spray of insulin. No harm requiring medical intervention was reported. The insulin pen will not be returned for analysis.